Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only available commercially outside of the united states.

Event description:
It was reported that high out of range shock impedance measurements were found during routine follow-up for the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) system. The values were up to 133 ohms. High defibrillation thresholds were also noted because the patient has a high body mass index (bmi). The physician elected to further monitor the system with consideration for a lead integrity test in the future. No adverse patient effects were reported. Currently, this ICD system remains in service.